Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on 01/30/2016. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(4) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.